Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device will not power on with ac or battery. There was no reported pt involvement/adverse pt impact.